Manufacturer narrative:
Reliability analysis inspected 6 opened/used enlite sensors and found 2 of 6 needles separated from sensor. Remaining 4 sensors are missing. Unable to confirm customer received sensors in said condition due to customer returned sensors opened/used.

Event description:
The customer reported via phone call of a sensor that fell apart. The customer's blood glucose reading was 126 mg/dl at the time of incident. No further details given.